Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the hose had come disconnected from the oci port causing the unit to alarm and shutdown.